Manufacturer narrative:
D9 / h3 updated to indicate the device was not returned. The reported event could be confirmed, since x-ray images provided present a broken nail. Due to missing device a physical inspection was impossible and a thorough investigation and finally a technical statement could not be given. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. An indication of material, manufacturing or design related problems could not be checked as the device was not made available for a physical evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. In case the item and / or substantive information will become available in future that suggests otherwise we reserve the right to review and reopen the case. H3 other text : device disposition is unknown.

Event description:
A surgeon reported to a stryker representative that he had placed a gamma long nail and it had broken. Ablation of nail was done to withdraw it. It was also reported that the patient experienced pain that she no longer had postoperatively (almost weeks after implantation) with a broken long gamma nail on the rx and CT scan.

Manufacturer narrative:
Please note corrections to section d9/h3; the device was returned, and h6 (device, component, method, results and conclusion codes). The reported event could be confirmed, since physical evaluation revealed a broken nail.. The received nail is completely broken in the webs of the proximal drill hole for the lag screw. Mechanical damage [drill marks] and chamfer like material at the lateral edge inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack in the anterior web, creating the starting point of the nail breakage. Additionally, at the posterior web of proximal part a secondary crack was verified. Damage found at thread of the locking screw and also at the lag screw such as considerable friction signs resp. Bearing points indicate high axial load application, which is considered as patient behavior related. The thread flanks of the locking screw are significantly flattened. The appearance identified a high axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Another prerequisite for a successful supply is undisturbed, normal bone healing. Material deformation at the medial / distal [bulged out material] and the lateral / proximal edge of the lag screw hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. The counterparts were found on the lag screw in the areas with friction signs. Regarding technical aspects in this case the nail broke in fatigue manner after an unknown implantation duration. In the early period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Implant breakage may occur when the material is subjected to repeated loading and unloading resulting fatigue of material. If the loads are above a certain threshold (microscopic) crack will begin to form on the surface. Intra-operative material damage at the lateral edge of the proximal drill hole most likely contributed to the origination of an incipient crack. Omitting pre-drilling for the placement of the k-wire may have contributed to deflection of the stepdrill (due to bone contour) during preparation for the canal for the lag screw. Furthermore, detailed inspection of lag screw and set screw revealed that the set screw itself was not positioned as intended. Neither an imprint of the set screw outer tip at the lag screw flutes nor any dent at the outer tip of set screw could be found, which is a hint that the set screw initially not reached the lag screw flute as intended. Intra-operative implant damage and postoperative loads are listed as adverse effects in the IFU. Evaluation revealed that the present breakage of the nail was caused by intra-operative material damage contributed by high axial load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
A surgeon reported to a stryker representative that he had placed a gamma long nail and it had broken. Ablation of nail was done to withdraw it. It was also reported that the patient experienced pain that she no longer had postoperatively (almost weeks after implantation) with a broken long gamma nail on the rx and CT scan.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
A surgeon reported to a stryker representative that he had placed a gamma long nail and it had broken. Ablation of nail was done to withdraw it. It was also reported that the patient experienced pain that she no longer had postoperatively (almost weeks after implantation) with a broken long gamma nail on the rx and CT scan.